Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high right ventricular (rv) impedance measurements. The actual measurements were unknown. A surgical revision was performed and the patient's rv lead was surgically abandoned. The lead was not tested via the pacing system analyzer (psa) during the revision. No additional adverse patient effects were reported. The device remains in service.